Event description:
While connected to the pt, the vent allegedly would not pressure above 40 cmh2o, pt. The ventilator volume output was low. No high pressure alarm. Lmv (low min vol) alarm and low pressure alarms did work. The pt was placed on a hosp ventilator. No pt harm reported.